Manufacturer narrative:
The previous report incorrectly captured the reported event as a product problem, and other as the outcomes attributed to ae. The event is a product problem. A correction has been made to the outcome attributed to ae category, the selected value is "none".

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, nose irritation, dizziness, headache. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.